Event description:
It was reported that customer experienced cgm error 42 while using sensor and pump. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received complete pump reset instructions, performed pump reset with guidance, and successfully started new sensor session with no further cgm errors reported.